Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On 01/04/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Pentaray catheter, model # d-1282-11-s, lot # 17543801l. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation stage of the procedure, the physician noted that he may have heard a steam pop. Shortly thereafter, the patient became hypotensive, and the tamponade was confirmed by intracardiac echocardiogram. Pericardiocentesis was performed, with approximately 600ml of fluid being removed. The patient stabilized, and was transferred to the coronary care unit for observation. The patient has since improved. The physician¿s opinion regarding the cause of the injury was that it was procedure related. There are no patient factors that may have contributed to the event. Activated clotting times were maintained between 250-300 during the case. The generator was in power control mode (not titrated) with unknown cutoff values. Temperature/power/impedance values at the time of injury are also unknown, as are the spi values. Flow settings were described as standard. The catheter was zeroed after the initial warm-up phase, and it did not require re-zeroing during the procedure. The catheter was not in close proximity to another catheter at the time of injury.